Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
S/w ver unknown. Retainer = black. The pump was returned for cosmetic damage located at the battery compartment found on (B)(6) 2021. The pump was received with flashing medtronic logo. Unable to perform the displacement due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Cleaned pcba 1 and pcba 2 with isopropyl alcohol with not effect. Flashing medtronic logo due to moisture damage on the electronic assembly (pcba 1 and pcba2). The following were noted during physical inspection: scratched case, cracked select button keypad overlay, pillowing keypad overlay, cracked case cracked at the battery compartment, and cracked battery tube threads. Flashing medtronic logo and unable to download are due to moisture damage. Cosmetic damage at the battery compartment (corner of the belt clip rails), and battery tube threads is confirmed. (B)(4).